Manufacturer narrative:
The evaluation noted that wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. Case related to patient ID 1: this (B)(6) patient with a bmi of 22.43 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 5.60 mm. At 81 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 3 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4). No information provided in the following section(s): sex, weight, ethnicity, relevant tests/laboratory data, catalog number (catalog number, serial number, UDI number, and expiration date), implant date, explant date, date received by manufacturer, device manufacture date .

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. Case related to patient ID 1(table 1 of the attached article): this (B)(6) patient with a bmi of 22.43 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 5.60 mm. At 81 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 3 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4).